Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the tip of the device has been broken off.

Manufacturer narrative:
An event regarding the tip of the device has been broken off involving a d/m flush cutter was reported. The event was confirmed. Material analysis concluded that the tip breakage of the cutter male nose occurred in ductile overload. The base metal was determined to be a fe-cr alloy consistent with a 400 series stainless steel. Device history records indicate that all devices were manufactured with no reported discrepancies. Complaint history review showed that there has been 1 other event for the lot referenced. The result of the investigation indicates that the tip of the male nose of the flush cutter fractured from an overload because of surgical residue and rust that was attributed to improper cleaning. The investigation concluded that the broken tip of the device off the d/m flush cutter was caused by ductile overload. The base metal was determined to be a fe-cr alloy consistent with a 400 series stainless steel.

Event description:
It was reported that the tip of the device has been broken off.